Manufacturer narrative:
Explant date: not applicable; lens remains implanted. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Implanted date: (B)(6) 2014. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that a female patient is unhappy with her vision following the implantation of a multifocal zmb intraocular lens. The patient complains of poor near vision, extreme photophobia, difficulty driving day and night due to halos, glare and photophobia. The symptoms are debilitating and bilateral explant is planned. This report is for the right eye.